Event description:
Related manufacturer reference number: 2017865-2021-13056; related manufacturer reference number: 2017865-2021-13057. It was reported that the patient developed an infection. Possible vegetation was noted on an echocardiogram. The physician explanted the implantable cardioverter defibrillator and two leads. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.